Event description:
In 2006, a clinical incident involving a menivac arthrowand was reported to arthrocare corporation. Following an arthroscopic procedure of the knee, it was reported the patient sustained a second degree burn approximately 1 cm x 2 cm in size located outside the lateral portal. It was reported by the physician the joint is healthy and the burn is fully healed. The physician does not know the cause of the burn.